Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose was 310 mg/dl.